Event description:
It was reported that the patient had "poor impedance". The extension was replaced. In the operating room following replacement the physician continued to encounter high impedance at 4.2 v, 120 pw, 140 rate. The therapy impedance at 3v was > 2061. The patient also reported a loss of therapeutic effect unless pressing on the lead/extension site. The extension and the leads were removed. The plan is to re-implant the patient in 1-2 months. Ref MFR report # 6000032-2008-08653.